Manufacturer narrative:
This customer reported that this defibrillator did discharge as expected. The device was returned to the philips repair bench for evaluation. It was determined that there was a malfunction due to an incomplete electrical connection between the patient connector and the hands free pads connector. Replacing these parts resolved the issue.

Event description:
This customer reported that this defibrillator did discharge as expected.